Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 ll vlv adpt(stand alone) experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 2000e , batch no: 20125640. It was reported that the customer attempted to flush saline through the item and it would not flush.

Manufacturer narrative:
H6: investigation summary three samples (model #2000e) was returned by the customer. It was reported that the customer attempted to flush saline through the item and it would not flush. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of the samples were open and the samples were able to be flushed. The failure was unable to be replicated. A device history record review for model 2000e lot number 20125640 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 3 ll vlv adpt(stand alone) experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 2000e batch no: 20125640 it was reported that the customer attempted to flush saline through the item and it would not flush.